Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 55 mg/dl at the time of the incident. The customer states the pump malfunctioned and dumped almost 60 units of insulin into their body. The customer was given carbs and glucose drinks to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer needed to keep eating to treat the low. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to provide additional information about the emergency room incident. The customer stated that her blood glucose reading was 42 mg/dl when she was admitted.